Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor fell off less than a day of wear. The customer did not experience any symptoms; however, she had contact with an endocrinologist who administered an unspecified doses of admelog (fast-acting insulin) and basaglar (long-acting insulin) injection as treatment. There was no report of death or permanent impairment associated with this event.